Event description:
A (B)(4) distributor contacted zoll customer support to report that, while fitting a pt, the lifevest was alarming for check therapy electrode pads. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation the electrode belt failed a front-end test. The front-end falloff failure was caused by a defective u713 component on the distribution node pca board. U713 is a 16-bit low power microcontroller that is in charge of the gel fire circuitry and electrode falloff. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective u713 component. The pt received a replacement electrode belt.